Manufacturer narrative:
The report of a mid09 (air trap assembly) error message was confirmed based on the additional information received from the manufacturer's service manager on (B)(6) 2019, stating that the biomed inspected the thermogard console (sn (B)(4) and observed corrosion on the air trap block pcb due to saline leak from the start-up kit. Based on the manufacturer's review of similar complaints, this observation is related to a mid09 error message. The biomed will replace the air trap block and test the console; however, further information was not provided as the customer retained the service record. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Event description:
During priming for patient treatment, the thermogard console (sn (B)(4)) displayed mid09 (air trap assembly) error message. User observed fluid in the air trap holder, raceway and the top of the start-up kit (lot no. 093404). User suspected an suk leak. User was unable to clear the error message on the console. After replacing suk and console, ivtm therapy was continued without further reported issue. No known impact or patient consequence was provided.